Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate pain relief and multiple reprogramming attempts could not get right sided coverage on any part of the lead. The patient underwent a revision procedure wherein the lead placement was adjusted to regain coverage. The patient was doing well postoperatively and the device remains implanted.